Event description:
It was reported that the patient received two inappropriate shocks due to oversensing of noise when the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to primary sensing vector. The patient was brought in for testing and the noise was not able to be reproduced in primary. However, there was noise in secondary and alternate sensing vectors when the physician performed pocket manipulation. Technical services (ts) was consulted and upon review of the episodes noted that the noise is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and indicated reprogramming is not an option since noise was seen in secondary and alternate. Ts recommended to perform a revision procedure. The s-ICD and electrode remain in service at this time and no additional adverse effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Initial investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. The device has since been returned and will undergo analysis.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the patient received two inappropriate shocks due to oversensing of noise when the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to primary sensing vector. The patient was brought in for testing and the noise was not able to be reproduced in primary. However, there was noise in secondary and alternate sensing vectors when the physician performed pocket manipulation. Technical services (ts) was consulted and upon review of the episodes noted that the noise is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and indicated reprogramming is not an option since noise was seen in secondary and alternate. Ts recommended to perform a revision procedure. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse effects were reported.

Event description:
It was reported that the patient received two inappropriate shocks due to oversensing of noise when the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to primary sensing vector. The patient was brought in for testing and the noise was not able to be reproduced in primary. However, there was noise in secondary and alternate sensing vectors when the physician performed pocket manipulation. Technical services (ts) was consulted and upon review of the episodes noted that the noise is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and indicated reprogramming is not an option since noise was seen in secondary and alternate. Ts recommended to perform a revision procedure. The s-ICD and electrode remain in service at this time and no additional adverse effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Initial investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. The device has since been returned and will undergo analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. No noise was seen during analysis testing. Review of the stored episodes did find noise that was consistent with hanges in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. However, analysis of the electrode determined the noise was related to a lead fracture. Thus the device did not contribute to the noise. During testing a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. This was not reported to be seen by the field. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report is being filed to correct h7 remedial action that was inadvertently left off last report.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Initial investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. The device has since been returned and will undergo analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. No noise was seen during analysis testing. Review of the stored episodes did find noise that was consistent with hanges in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. However, analysis of the electrode determined the noise was related to a lead fracture. Thus the device did not contribute to the noise. During testing a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. This was not reported to be seen by the field. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient received two inappropriate shocks due to oversensing of noise when the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to primary sensing vector. The patient was brought in for testing and the noise was not able to be reproduced in primary. However, there was noise in secondary and alternate sensing vectors when the physician performed pocket manipulation. Technical services (ts) was consulted and upon review of the episodes noted that the noise is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and indicated reprogramming is not an option since noise was seen in secondary and alternate. Ts recommended to perform a revision procedure. The s-ICD and electrode remain in service at this time and no additional adverse effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse effects were reported.